Event description:
Olympus was reported that the ptfe pad of a subject device failed. There was no harm reported. No more information has been obtained.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp (omsc) for evaluation. The evaluation confirmed that the ptfe pad worn and the part of the ptfe pad partially separated. There was a impression which the probe and jaw grasped. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the evaluation and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section (including after the tissue separated), the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. Since the physician activated output while grasping the separated ptfe pad, the probe and jaw were in contact with each other and the contact mark occurred. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Otherwise, a local increase of the temperature between the grasping section during the seal and cut mode may result in premature wear, breakage and/or probe inside the body cavity. Based upon the finding of the evaluation, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution.